Event description:
The filter was successfully deployed on september 1st. On october 31st. The pt was examined due to extreme swelling in the lower extremities. A cat scan revealed that the filter was extremely clogged up.